Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #31 was removed due to bone loss & infection. Implant had bone loss more than half of implant body. Pt had persistent soft tissue inflammation. Procedure was not completed using another implant, need to do bone grafting first. Symptoms as a result of the event: inflammation.